Manufacturer narrative:
The device was returned to olympus, however, evaluation of the reported issue is in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope was submerged underwater without the cap during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3, g2 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to user mishandling. The event can be detected by following the instructions for use (IFU) section which state: the reprocessing methods are described in the following chapter. Chapter 7 cleaning, disinfection and sterilization procedures reprocessing equipment parts and functions water-resistant cap (mh-553). Olympus will continue to monitor field performance for this device.